Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-09337. It was reported the patient's scs system was exhibiting impedance issues. Consequently, surgical intervention was taken and the patient's scs leads were replaced with new ones. Stimulation therapy was reportedly restored postoperatively.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-09337.